Event description:
It was reported the battery connection on the customer's insulin pump was broken. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.